Event description:
Attempt to deploy 6 fr angio-seal. The suture & anchor separated leaving the anchor in pt.

Event description:
Add'l info rec'd from MFR 4/4/05: it was reported during attempting deployment, the collagen come out; however, the angio-seal device anchor remained inside the pt. Manual pressure was applied; hemostasis was achieved. The angio-seal device anchor was viewed under doppler ultrasound; no potential for an adverse event was observed and the pt was released. The device was not returned for analysis; therefore, st. Jude medical (sjm) is precluded from commenting on what may have caused the reported deployment difficulties, however, the user was not certified at the time the event. The angio-seal instructions for use (IFU) state the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device; e.g., participation in an angio-seal physician instruction program or equivalent. The sjm rep reported the certification process had been initiated as of the date of the reported event. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Incident reported to product surveillance on march 2005 by the sjm sales rep. The sjm sales rep tried to obtain the event device at the time of the incident; however, he was told the device was not available. However, the attached report indicates the device is now available. The sjm sale rep was contacted to verify the availability of the device. As of this date, attempted to obtain the disposition of the device have been unsuccessful. Should add'l info become available at a later date, sjm will forward any subsequent info. The angio-seal device pts info guide states, "within 60-90 days the anchor, collagen sponge and suture will naturally be absorbed by your body".